Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the csf leak and headache have resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a cerebrospinal fluid (csf) leak during a lead replacement procedure (manufacturer report number 3006705815-2020-01293, 3006705815-2020-01294) on (B)(6) 2020. A dural puncture occurred while physician was attempting to place the second of 2 new leads. As a result, the second lead was removed, and procedure was completed with only one new lead. Patient experienced headache postoperatively.